Event description:
The following info has been provided to davol by the pt's attorney: (B)(6) 2005 - the pt had hernia repair surgery. During surgery a bard/davol composix e/x was surgically implanted into the pt's body. Attorney alleges infections, sepsis, abdominal abscess, septic shock, bowel obstruction, intestinal perforation, "pain and suffering", injury, additional surgery, disability, disfigurement, defective mesh, failed mesh, migration of mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided. However a lot number has been provided and a manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.